Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Note: (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 265, 164 and 170 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer due to improper storage of the test strips. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is month of october 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:high results. The customer has not had any changes in the diet. He says he eats the same thing each time and follows the same routine and could not understand why his blood sugar was that high. The customer takes his blood test fasting. The customer was advised of the product proper storage environmental conditions.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 265, 164 and 170 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer due to improper storage of the test strips. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: high results. The customer has not had any changes in the diet. He says he eats the same thing each time and follows the same routine and could not understand why his blood sugar was that high. The customer takes his blood test fasting. The customer was advised of the product proper storage environmental conditions.